Event description:
It was reported to boston scientific corporation that an uphold vaginal support system was used during a cystocele repair and anterior mesh placement procedure. As the physician was pulling the first leg assembly through the ligament, the suture, with the needle at the end, detached approximately 1-2cm from the needle and was captured inside the capio cage. The physician completed the procedure with another uphold vaginal support system with no complications to the patient, who was fine at the conclusion of the procedure.

Event description:
It was reported to boston scientific corporation that an uphold vaginal support system was used during a cystocele repair and anterior mesh placement procedure. As the physician was pulling the first leg assembly through the ligament, the suture, with the needle at the end, detached approximately 1-2cm from the needle and was captured inside the capio cage. The physician completed the procedure with another uphold vaginal support system with no complications to the patient, who was fine at the conclusion of the procedure.

Manufacturer narrative:
A review of the manufacturing records for this lot showed no evidence of a manufacturing-related potential cause for this event. The mesh assembly and capio device were not returned for analysis. Visual inspection of the returned needle revealed that there was only a small portion of lead suture attached. There was likely difficulty when pulling the leg assembly through the ligament, and the resulting tensile force led to the observed condition.

Manufacturer narrative:
(B)(4) suture detachment. (B)(4).